Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The reporter claimed that animas pump is not recording all her bolus insulin, carbohydrate, and blood glucose input correctly in the history record. In addition, the patient indicated there is no record the pump delivered all boluses programmed. During troubleshooting, the animas representative verified an air bolus performed at the time did record appropriately in the history. The product was requested to be return to animas for investigation. There was no reported patient impact associated with the alleged issue. This complaint is being reported as a malfunction due to the allege history record issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that no boluses were programmed on (B)(6) 2011 and only one bolus was programmed on (B)(6) 2011. During investigation, the pump accurately recorded all programmed boluses. There was no defect found on investigation; the complaint could not be confirmed or duplicated.